Manufacturer narrative:
If implanted; give date: the implant date provided ((B)(6) 2017) is after the reported explant date. Clarification has been requested regarding the implant date however a response has not yet been received. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxr00 intraocular lens (iol) was explanted from the patient's left eye. No additional information was provided to johnson & johnson surgical vision, inc.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correct data: in the initial report 9614546-2018-00206, if implanted; give date: it was incorrectly not populated. (B)(6) 2017 should have been entered. The intraocular lens zxr00 +16.0 diopter was explanted on (B)(6) 2018 and replaced with a zmb00 +15.5 diopter. The correct implant date of (B)(6) 2018 has been updated/corrected accordingly. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.